Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally changed one of the pump's bolus settings. Customer's blood glucose level was approximately 150 mg/dl. Customer successfully corrected the setting and resumed insulin therapy.